Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer pressed resumed insulin delivery after the fill cannula step of the supply change and the pump informed the customer to install a new cartridge in order to resume insulin delivery. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. There was no impact to blood glucose.